Event description:
I have waited a year after total knee replacement with the zimmer persona prosthesis because my physician asked that I do so. The previous iteration of this device was recalled by you previously. I have a palpable knee click with every step I take. I do not have pain but the click is very annoying. (B)(6) 2018 total right knee replacement. FDA safety report ID# (B)(4).